Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center's processor is not turning on. The issue occurred during preparation for use of diagnostic laryngoscopy and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device evaluation found; a component inside the power supply was burned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: due to the power supply of the device was broken. Olympus will continue to monitor field performance for this device.